Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for approx 21 days. The pt's hematocrit was very low. The hospital staff attempted to locate the source of a gi bleed, but none was found. The pt was treated with a transfusion and is currently at a nursing home.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.